Event description:
It was observed during the device evaluation, the bronchofiberscope exhibited the adhesive on the a-rubber had foreign objects and the connecting tube coating was peeling. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the foreign material on the a-rubber was due to an operational problem, and the peeling of the connecting tube was due to degradation of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.